Manufacturer narrative:
Correction to explant date d6b, for (B)(6) 2023.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER). This patient was initially in ventricular tachycardia (vt), received a shock which accelerated them into ventricular fibrillation (vf). It was noted this patient was shocked on the t wave. The additional 4 shocks did not successfully convert the vf. A friend of this patient performed cardiopulmonary resuscitation prior to the emergency medical technician arrived. A painless test was performed which showed normal within range shock impedance measurements. An x ray was obtained which noted the s-ICD was possibly anteriorly located. Ultimately, this electrode was explanted and replaced with a non boston scientific transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to explant date d6b, for (B)(6) 2023.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER). This patient was initially in ventricular tachycardia (vt), received a shock which accelerated them into ventricular fibrillation (vf). It was noted this patient was shocked on the t wave. The additional 4 shocks did not successfully convert the vf. A friend of this patient performed cardiopulmonary resuscitation prior to the emergency medical technician arrived. A painless test was performed which showed normal within range shock impedance measurements. An x ray was obtained which noted the s-ICD was possibly anteriorly located. Ultimately, this electrode was explanted and replaced with a non boston scientific transvenous system. No additional adverse patient effects were reported. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER). This patient was initially in ventricular tachycardia (vt), received a shock which accelerated them into ventricular fibrillation (vf). It was noted this patient was shocked on the t wave. The additional 4 shocks did not successfully convert the vf. A friend of this patient performed cardiopulmonary resuscitation prior to the emergency medical technician arrived. A painless test was performed which showed normal within range shock impedance measurements. An x ray was obtained which noted the s-ICD was possibly anteriorly located. Ultimately, this electrode was explanted and replaced with a non boston scientific transvenous system. No additional adverse patient effects were reported.